Manufacturer narrative:
The insulin pump was received with cracked battery tube area. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor deep scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, partially broken off belt clip rail with customer applied glue/adhesive to belt clip area, severely stained serial number label and missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the crack was seen on backside. The product was returned for analysis.